Event description:
Customer reported having a little problem with the insulin pump. Customer was attempting to program a food bolus and the numbers kept ramping up. Customer's blood glucose was 145 mg/dl. The buttons on the insulin pump were not responding. Customer stated she was at the gym and they were fixing the treadmill near her and they were using a big magnet. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump was received with intermittent button response due to flattened buttons dome switches. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.